Event description:
It was reported that upon removal of a pta balloon dilatation catheter from the introducer sheath, resistance was felt and the balloon detached within the sheath. The catheter shaft was removed w/o the balloon and the sheath was removed with the balloon inside it. There was no report or injury to the patient.

Manufacturer narrative:
The device history records were reviewed and confirmed this lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. To date, the sample has not been returned yet to the manufacturer. The investigation is currently underway.